Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insyte-n¿ autoguard¿ shielded IV catheters was involved with a baby that had (B)(6) at the site.

Manufacturer narrative:
Investigation summary: DHR review was performed on lot number: 7170679; the lot number was built on afa line 4 from (B)(6) 2017 thru (B)(6) 2017. Packaged on packaging line 11 on (B)(6) 2017. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. No quality notification were initiated during the build of this lot number. Observations and testing could not be performed because units were not received for investigation of this incident. Conclusion: indeterminate ¿ without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Event description:
It was reported that a bd insyte-n¿ autoguard¿ shielded IV catheters was involved with a baby that had staphylococcus aureus at the site.